Event description:
It was reported that the patient underwent magnetic resonance imaging, which caused the implantable cardioverter defibrillator (ICD) to enter backup vvi mode, resulting in a loss of high voltage therapy. The ICD was successfully reset and restored to nominal settings. The patient was stable.